Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other promus, is being filed under a separate MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2010, two overlapping 2.5x28mm promus stents were implanted in the pre-dilated, 100% stenosed mid right coronary artery (mrca). Post-procedure stenosis was left at 25%. Approximately one year post stent implantation, the patient was found to have in-stent restenosis of the overlapping portion of the stents. On (B)(6) 2011, the patient was hospitalized and the restenosis treated with percutaneous coronary intervention. There was no reported adverse sequela and on (B)(6) 2011, the patient was discharged. There was no additional information provided.